Event description:
It was reported a partial catheter replacement (only connection piece catheter - pump) was performed in 2005. No patient symptoms were reported. The medication in the pump at the time of event was unknown.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).